Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort in the neck and shoulders near the lead site. Therefore, the patient underwent a lead revision during which the lead placed in the neck was explanted. Postoperatively, the patients neck and shoulder discomfort dissipated. The explanted lead will not be returned as it was discarded by the medical facility.